Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. A lead revision procedure was completed where the lead was repositioned. Lead measurements were normal after the procedure. No additional adverse patient effects were reported. Currently, this lead remains in service.